Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-3138-25 (sn (B)(4)) the leads were cut in two pieces. Visual and x-ray inspections found no cable breakage. Review of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had an infection and seroma at the battery site. The physician believed that the infection was neither device nor procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-4316, lot #: 18237707, description: next generation anchor kit-sterile. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection and seroma at the battery site. The physician believed that the infection was neither device nor procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.